Event description:
Info received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The technician found the pilot link was cracked. The technician replaced the pilot link assembly to repair the bed.